Event description:
A (B)(6) female pt contacted zoll customer support to report that the monitor was prompting her to 'connect belt' when the belt was attached and that the monitor case was coming apart. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (connect belt / damaged case) has been confirmed. As received, the monitor case was cracked and the white wire cable was broken on the auxiliary pca board at the j2007 connector. The cause for the connect belt messages is a disruption in communication between the monitor and belt. The cause for the disruption in communication is the broken white wire cable. The cause for the damaged white wires cable is likely a result of impacting a hard surface, as evidenced by the cracked case. No adverse event resulted from the damaged wire and case. The pt received a replacement monitor.